Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery they have noticed that the lens was scratched and there was no patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned positioned incorrectly in the iol case with the optic pressed against two lens case posts and one haptic pressed against a post too. Solution is dried on the iol. Both haptics are deformed. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint lens scratched. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).